Event description:
It was reported that during a premature battery depletion (pbd) routine check, this cardiac resynchronization therapy pacemaker (crt-p) was at explant on (B)(6). The device has consumed 1.5 months of the remaining 90 day replacement interval. Subsequently this device was explanted and successfully replaced. There were no additional adverse patient effects reported.

Event description:
It was reported that during a premature battery depletion (pbd) routine check, this cardiac resynchronization therapy pacemaker (crt-p) was at explant on august 3rd. The device has consumed 1.5 months of the remaining 90 day replacement interval. Subsequently this device was explanted and successfully replaced. There were no additional adverse patient effects reported. Additional information received indicated this device was explanted due to an unspecified infection. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during a premature battery depletion (pbd) routine check, this cardiac resynchronization therapy pacemaker (crt-p) was at explant on august 3rd. The device has consumed 1.5 months of the remaining 90 day replacement interval. Subsequently this device was explanted and successfully replaced. There were no additional adverse patient effects reported. Additional information received indicated this device was explanted due to an unspecified infection. This device was returned to boston scientific for analysis.